Event description:
The consumer stated that her tampon unraveled upon removal and tampon pieces remained inside of her. She was able to remove remaining pieces.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on (B)(6) 2013, however, evaluation was not performed as device problem is already known.